Event description:
When spiking the IV fluids the primary tubing came apart - happened twice with two different IV sets. Saved for evaluation by safety officer. Manufacturer response for set, administration, intravascular, alaris, smartsite (per site reporter): I called twice and got disconnected.